Manufacturer narrative:
(B)(4). The event date was not provided. (B)(6) 2017 was chosen as a best estimated day of the event. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. The device history record [DHR] of potential related lots was reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found in addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported finding a fluid leak under the cycler after treatment was completed. The source of the fluid leak could not determined. Patient was not able to confirm the date of the leak event. The patient's peritoneal dialysis registered nurse (pdrn) later confirmed that the leak did not result in any adverse events and patient's effluent was clear. Prophylactic antibiotics were not prescribed. The patient did not miss any treatments. The set was discarded.